Event description:
It was reported that the patient presented to the clinic for a follow up with discomfort. Interrogation of the pulse generator noted that the right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. Programming changes were made. The patient was in stable condition.